Event description:
On (B)(6) 2013, it was reported that a physician was experiencing difficulty when inserting a lead into the generator. The surgeon backed out the setscrew all the way, and the septum came out with the setscrew. The surgeon was able to put the septum back into the generator. The surgeon elected to leave the generator in, and he was able to insert the pin. Diagnostics were all fine after several were run inside and outside the pocket. The last diagnostics indicated 1770 ohms.